Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported having low blood glucose (bg) levels. The provided the following bg values: "53, 44, 59, and 57 mg/dl" obtained from (B)(6) 2012. The patient was reportedly correcting with 15 grams of carbohydrates. The patient indicated that her bg's had been low ever since her fall on (B)(6) 2012. Through troubleshooting, the animas representative involved in this contact determined that the pump was delivering as programmed. Per the prime history, the patient was only priming 0.0-1.2 units. The patient stated that she was manually priming the tubing. The animas representative noted that there was no evidence of a pump malfunction. The patient denied having any changes to her diet, activity level, or medications. The patient was in the process of communicating with her health care provider (hcp) regarding adjusting the I:c ratio to prevent the low bg episodes. The pump was not exposed to an x-ray. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had been having low blood glucose levels that can be associated with severe hypoglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injuries considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 - correction to suspect medical device serial #.

Manufacturer narrative:
Device evaluation: the pump serial number was added to the complaint file on (B)(6) 2015; however, the pump was investigated on (B)(6) 2012 for a previous complaint, and is no longer available for investigation on this complaint. The following findings were from the original investigation: a review of the pump basal delivery revealed no activity outside of normal use. A review of the black box indicated that a ¿low battery¿ warning occurred on (B)(6) 2012 at 10:16 am followed by a ¿replace battery¿ alarm the same day at 10:35 am. The recorded total daily dose values accurately reflected the programmed basal rates. The pump powered on normally and did not draw excessive current. The pump successfully performed a rewind, load, and prime sequence and 24 hour duration testing with no issues. Further testing related to the complaint could not be completed.